Event description:
During implant, the proximal portion of the right atrial (ra) lead was twisted and the helix would not extend. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of a helix extension failure and a twisted lead were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue and a field stylet fully inserted in the lead. Visual inspection of the lead found the connector pin bent and the lead body twisted/wrinkled over the length of the lead. X-ray examination found the inner coil over-torqued in the connector region. After cleaning the helix of blood and applying torque directly to the inner coil, the helix was able to extend and retract. The extended helix was within specification. The cause of the reported events was isolated to a bent connector pin, over-torqued inner coil, and a wrinkled lead body which are consistent with procedural damage.